Event description:
A customer reported erroneously high ise (ion selective electrode) patient results for about one hundred (100) na (sodium) and cl (chloride) samples, involving the au5800 clinical chemistry analyzer system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found multiple hardware malfunction. The fse found mixing bar wash wells were not producing enough water and multiple rack buffer lane errors. The fse replaced the ise sample probe, buffer valve, and ise (ion selective electrode) cable set. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case:(B)(4).